Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 0.48mg/day via an implantable pump. It was reported that the pump was flipping in pocket. Unknown exactly how long this had been occurring. Diagnostics/troubleshooting were unknown at this time. The surgeon moved pump location from left abdomen to left flank/ low back. He removed the old 8784 pump connector segment and connected the remaining tip segment to a new 8784 sutures pump segment. The issue resolved at the time of this report. The patient's weight was 174 lb and medical history was asked but made unknown.